Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. A hole was observed in the drip chamber. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. However, the drip chamber is received from a supplier, and notification was sent to the supplier for awareness.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, a vented paclitaxel set showed a leak between the drip chamber and the tubing after filling with remicade. Pharmacist reports several similar problems in the past. There was no patient involvement. No additional information is available.